Manufacturer narrative:
Continuation of d10: product ID l-evprop23-29 (lot: 0012067499); product type: 0195-heart valves; implant date ; explant date product ID gwbc30 (lot: 92106992); product type: 0193-guidewire; implant date n/a; explant date n/a product ID d-evprop23-29 (0012395500); product type: 0195-heart valves; implant date ; explant date product ID evproplus-29 (j294668); product type: 0195-heart valves; implant date (B)(6) 2024; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter heart valve procedure involving the vlv evproplus-29, the valve was loaded and an overlap up to the fourth node was noted. The valve was reloaded and fluoroscopic evaluation revealed an overlap up to the third and a half node. Pre-dilation was performed with an 18x40 balloon, and the system was introduced via the right femoral route. During the release of the valve, infold was observed. The valve was recaptured and removed from the patient. A new valve was loaded into a new delivery system, and upon rechecking, overlap was noted until the third node and a half. The delivery system and valve were deployed into the patient. During the release and left coronary cusp (lcc) check, the valve was noted to be 7-8mm deep, but the physician proceeded with the release in the lao projection. An echocardiogram evaluation revealed a mild to moderate leak, prompting post-dilation with a 23x45 balloon. The patient remained stable with a mild leak, an average gradient of 6mmhg, and a diastolic leak of 50mmhg. The anatomy-related cause of calcification was noted as a contributing factor.

Manufacturer narrative:
Image review: intraprocedural fluoroscopic images were provided for review of the event. Patient¿s executive summary was not provided for anatomical review. Fluoroscopic valve load inspection was performed and a misload is present by overlap to node 4. Per medtronic best practices, overlap prior to node 4 is considered a good load; overlap at node 4 and beyond is considered a misload. As stated in the instructions for use (IFU), if a misload is detected, do not attempt to reload the bioprosthesis. Discard the entire system. The valve, catheter, loading system, loading tray, and saline must all be replaced with new sterile components. It was reported that the valve was reloaded, and according to the fluoroscopic valve load inspection a misload persisted by overlap to node 4. Despite the misload, the valve was attempted to be implanted. A pre balloon aortic valvuloplasty was performed prior to the valve implantation. The valve was then deployed just prior to the point of no recapture and an infold was evident. The infold is characterized by an inward fold or crease in the valve, extending from the inflow. Infolding could occur due a misloaded valve, anatomical characteristics such as calcium, and recaptures. Furthermore, recapturing an infolded valve will not resolve the infold. According to medtronic best practices, if an infold is identified, the valve should be recaptured, removed from the body, and discarded. New sterile components must be used. Evidence supports that the infolded valve was not implanted and was removed from the patient. Another pre balloon aortic valvuloplasty was performed prior to the new valve implantation. Fluoroscopic valve load inspection of the new valve revealed an overlap just prior to node 4 which would be considered a good load. The valve was implanted successfully without infolding; however, significant aortic regurgitation was observed which warranted a post implant dilatation. Final angiogram shows residual but improved aortic regurgitation medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter heart valve procedure involving the vlv evproplus-29, the valve was loaded and an overlap up to the fourth node was noted. The valve was reloaded and fluoroscopic evaluation revealed an overlap up to the third and a half node. Pre-dilation was performed with an 18x40 balloon, and the system was introduced via the right femoral route. During the release of the valve, infold was observed. The valve was recaptured and removed from the patient. A new valve was loaded into a new delivery system, and upon rechecking, overlap was noted until the third node and a half. The delivery system and valve were deployed into the patient. During the release and left coronary cusp (lcc) check, the valve was noted to be 7-8mm deep, but the physician proceeded with the release in the lao projection. An echocardiogram evaluation revealed a mild to moderate leak, prompting post-dilation with a 23x45 balloon. The patient remained stable with a mild leak, an average gradient of 6mmhg, and a diastolic leak of 50mmhg. The anatomy-related cause of calcification was noted as a contributing factor. Additional information was received to report the patient's cardiac anatomy included annular, aortic, and left ventricular outflow tract calcification and, per the physician, this contributed to the infold in the valve frame. It was noted although the case went well it took longer than expected.

Manufacturer narrative:
Updated data: b5. A second paragraph was added. Additional codes. Annex f was changed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: d4 d9 h2 h3 h6 product analysis: upon receipt of the suspect complaint device at medtronic¿s quality laboratory, visual analysis showed the valve was received in its original box and jar fully submerged in clear solution. The valve was discolored showing evidence of blood contact. The valve was received slightly compressed at the inflow. All leaflets were in a closed position. All leaflets were flexible. Smooth layer peeling was noted on the outflow of leaflet 1. An abrasion (tear) was noted on the outer wrap between leaflet 2 and leaflet 3; tear did not extend through the inner skirt. No other damages were noted on the leaflets or outer wrap. All commissures were intact. All sutures appeared intact; no damages were noted. There was no evidence of bends or kinks to the frame. Scratches were noted on the frame of the leaflet 1 and leaflet 2 margin of attachments. The valve was submerged in warm saline to expand the frame to its full configuration. The valve was placed in a cold saline bath to perform a loading simulation per instructions for use (IFU). Upon loading, the frame p addles were seated within the paddle attachment pockets without issue. The capsule was advanced covering the frame paddles and outflow crown struts. The capsule was advanced until the capsule guide tube covered the commissure pad of the valve. The inflow cone was advanced to crimp the inflow portion of the valve. The capsule was fully advanced over the valve. No visual or tactile anomalies were noted during the loading simulation. The valve was deployed in a warm (approximately 37 celsius) saline bath. The deployment knob was rotated to expose the valve at the inflow; a crown overlap was noted at approximately node 2. The crown overlap resolved by approximately node 4. The valve continued to be deployed to the waist and to the point of no recapture; no anomalies were noted. A complete deployment of the valve was performed. Outside of the inflow crown overlap which resolved by node 4, no other anomalies were observed during the deployment simulation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated h.6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.